Manufacturer narrative:
The reported event could be confirmed: the returned plate shows a fracture. The plate was returned in order to determine the root cause of the failure. The sample was examined regarding its dimensions, chemical composition (edx analysis) and by light and scanning electron microscopy. Due to the (measurable) dimensions the reported catalog number of the plate could be confirmed. The chemical composition conforms to the specification titanium grade 2. The postoperative plate fracture occurred through a fixing hole. The macroscopic appearance points to exceeding the material strength due to very high forces. That is confirmed by the deterioration of the anodization layer, the changes of the surface¿s structure and the secondary cracks in the area of the breakage. Two of the fracture surfaces (a and c) were partially leveled due to friction with the counterpart. The non-destroyed fracture surface (rest) (a and c) and the other two fracture surfaces (b and d) show the appearance of a forced rupture. The fractographic investigation with sem shows a structure of a low cycle fatigue rupture with secondary cracks. In addition, swinging lines of a fatigue breakage are visible. The deformed plate holes signify not only an increased risk of breakage in these areas but also impair the accurate fit of the screw head to the plate. The strong damages caused by the screw had led to a massive local strain hardening / embrittlement of the material and has considerably contributed to the breakage of the plate. The device history record for catalog # 55-05765 ¿locking l-plate, with 8mm bar, 6 hole, midface¿, lot code #1000117908 indicates 100 units were manufactured to specification and accepted into final stock on 2014-feb-14 with no reported discrepancies. Based on the investigation and the corresponding statistical evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue.

Event description:
It was reported that a 6 months postoperative clinical examination showed mobility of the maxillary bone. On (B)(6) 2018, a new surgical procedure was performed to evaluate the fixation of the jaw and a fracture of the 2 fixation plates was observed on the left side.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that a 6 months postoperative clinical examination showed mobility of the maxillary bone. On (B)(6) 2018, a new surgical procedure was performed to evaluate the fixation of the jaw and a fracture of the 2 fixation plates was observed on the left side.